Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: during testing, the audio settings were set to ¿high¿ and no audible tones were emitted by the pump upon piezo activation. The pump case was removed, and a failure of the piezo contact alignment was found. Unrelated to the complaint, the bolus button cover was observed to be damaged; however, the button was responsive to user presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an absence of appropriate audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.